Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3889-28, lot# va093z4, implanted: 2013 (B)(6); product type lead. (B)(6).

Event description:
It was reported, the patient experienced ¿an uncomfortable prickly sensation in her pelvic area instead of the buttock area where she always felt it.¿ it was noted this occurred after the patient lifted some boxes on the morning of report. It was stated the patient declined assistance to turn down her stimulation or adjust the program. It was additionally reported the patient experienced ¿a loss of therapeutic effect¿ four days prior to report when she ¿began having leaking issues and adjusted her settings.¿ it was noted the patient ¿continued to have leaking¿ on the day of report. It was reported the patient brought in a urine sample to be tested for a urinary tract infection the day prior to report and would find out the results the day after report. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received indicated the healthcare provider was unaware of the reported issue, but noted the patient was doing well.